Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Normal device function found upon analysis.

Event description:
Related manufacturer reference numbers: 2017865-2023-04345 and 2017865-2023-04346. It was reported the patient presented with an infection. The system was removed without issue. The patient was stable. No further information was received.